Event description:
The target lesion was in the distal portion of the proximal rca. The lesion was a de-novo, moderately calcified and moderately tortuous. There was 75% stenosis. Radial approach was chosen for the procedure. A gc (mach1 fl4) was engaged and a gw (rinato) crossed the lesion. Pre-dilation was conducted with a bc (cyclone; 2.5/14mm) and a cypher (3.5/18mm) was delivered to the target lesion without friction. Then, the cypher was inflated up to approximately 6-8atm, but the balloon would not inflate. There was no leakage observed. When the physician attempted to retrieve the cypher, the stent dislodged onto the gw within the proximal portion of the proximal rca. The delivery system was withdrawn and a bc (maverick; 2.0/15mm) was delivered inside the dislodged cypher stent to dilate it. Accordingly, the cypher stent was successfully deployed to 16atm in the proximal portion of the proximal rca. To treat the target lesion, a promus; 3.5/15mm was implanted without issues using the same inflation device. There was a space of a few mm between the cypher and the promus. Post-dilation for the cypher and the promus was conducted using the sds of the promus and the stents were sufficiently inflated. The procedure was finished safely. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: the cause of the inflation difficulty might be balloon damage during the delivery through the highly flexed vessel. The cause of the stent dislodgement might be because the stent was negligibly dilated and so was dropped out of the balloon when the sds was removed.

Manufacturer narrative:
Cypher select product (B) (4) / (B) (4) / (B) (4) is not distributed in the us; however, it is similar to us distributed cypher product (B) (4). Additional information will be submitted within 30 days of receipt.

Event description:
At approximately 12:00 pm, rn was changing the spo2 (saturation of peripheral oxygen) sensor on the patient's right foot during her shift. She stated that she waited several hours because the patient had a restless night and was asleep at shift change. She noticed a small red area, the size of the sensor, under the sensor. The area appeared to be a small blistered area. The rn reported that the sensor had been on the same right foot the previous shift.

Manufacturer narrative:
One non-sterile cypher 3.50mm x 18mm was received coiled inside a plastic bag. The sds was kinked and bent. This condition on the sds could be related to the way the unit was sent for the analysis. Blood residuals could be observed inside the inflation lumen as well as inside the balloon. The balloon was not inflated. The stent was not received. Marks of the bumping process operation were observed on the sds balloon which indicates that the crimping operation was performed to the product. An attempt to inflate the balloon was made, however it was not possible due to inflation media and blood residuals blocking the inflation lumen. Residues were cleaned and inflation test could be performed. Inflation of the returned catheter revealed a balloon leak at the proximal area of the balloon. Sem results showed that the balloon exhibited evidence of external abrasions and splits near and in the same axis as the leak-hole. The balloon internal surface exhibited evidence of abrasions next to one of the leak-holes. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The inflation difficulty and dislodgement failure reported were confirmed. The exact cause for the balloon leak found could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (moderate calcification and tortuousity) and procedural factors may have contributed to the events reported and subsequent inaccurate placement of the product.